Manufacturer narrative:
Continuation of d10: product ID: 9733575r, lot number: t3-05272 h6: multiple annex a codes were coded for this event. A040507 was coded for the wear and tear. A05 was coded for the malfunctioning camera cable. A0709 was coded for the instruments not tracking. A1102 was coded for the "localizer not connected." H3, h6: the system was serviced in the field and the camera cable was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer was not connected and also no instruments were tracking. The manufacturer representative (rep) checked and found that the camera cable was malfunctioning. The probable cause was due to normal wear and tear. There was no patient involvement.

Manufacturer narrative:
H2) please see section e. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.